Manufacturer narrative:
Service history review: lot 004574/5357581 (was 000884): a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2012 and (B)(6) 2012 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device was inoperable. The repair technician reported the motor was not turning. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that the hand piece for battery powered driver is not running at all. The malfunction was found during surgery. There was no negative impact or delay in surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.